Event description:
(B)(4). The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the battery compartment has two small cracks extending up from the primary seal. No issue with loss of power. No evidence of moisture damage in battery compartment.. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).